Event description:
The customer stated that her meter readings were erratic. She tested her blood glucose 3 times and received readings of 81, 100, and 263 mg/dl. The difference between the first two readings and the last reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for eval, and replacement strips will be sent.